Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that the unspecified medication did not completely infuse within the expected therapy time. It was reported that flow had been confirmed prior to the device being connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 9, 2014 ¿ october 10, 2014. The device was received for evaluation. A visual inspection did not find any defects with the device. A functional flow rate test was performed and the flow rates were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.